Manufacturer narrative:
(B)(4). This event was reported in the interim post-approval study status report for PMA (B)(4), (B)(4) 2011. On (B)(6) 2010 the pt was injected with coaptite from lot 1015604. Exp date: 10/2012, MFR date: 10/2009. The physician determined that the kidney infection was moderate and probably not related to the coaptite. The device history record for the reported lot number was reviewed; all required testing specifications had been met prior to release, and there were no abnormalities noted.

Event description:
A pt (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The pt has not had any previous coaptite treatments. On (B)(6) 2009 the pt was injected with 2.0ml of coaptite (lot 1013614). On (B)(6) 2010 the pt was injected with 1.0ml of coaptite (lot 1015604). On (B)(6) 2010 the pt reported a kidney infection and was prescribed IV antibiotics. On (B)(6) 2010 the kidney infection was resolved.